Manufacturer narrative:
(B)(4). Batch # j5j05f. Additional information requested and received: can you please clarify, on the first firing with the gst60b reload, did the device lock-out (no staples deployed and no cut line started), or did the gst60b reload not deliver staples but the device itself did deliver a cut line, if yes, was the cut line complete: I was not present for the procedure, but my understanding is that on the first firing the device locked out and no staples were delivered and the device did not cut. The analysis results showed that one ecr45b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bowel procedure, when the device was first fired none of the staples deployed. A second like reload was tried and some of the staples in the first two inner rows deployed but did not form. The other staples did deploy and form. Cutting also occurred. The surgeon over sewed to complete the procedure with no patient consequences reported.